Event description:
Ous MDR - after an implantation time of about 31 months this lead was explanted due to a drop in impedance to 289 ohm and oversensing were reported.

Manufacturer narrative:
The returned lead was only available in fragments, it had been cut through 16.5 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The analysis found multiple signs of abrasion along the lead fragments. Especially at the distal lead fragment, near the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause for the mentioned oversensing. The electrical analysis also confirmed the low-ohm values complained about, which were a result of the insulation damage. The observed damage manifestation speaks for unexpectedly early wear of the lead, which leads to the suspicion of strong mechanical stress. Reasons for an increased stress level in the implanted state cannot be clarified conclusively without x-ray images, diagnostic images of any other kind, and further information about the patient. An accumulation of various influence factors should be considered. These include a strong ingrowth response of the lead in the distal region or an unfavorable implantation position. In addition, both the individual anatomy and an increased physical activity of the patient, especially of the upper body, play a role. Furthermore, the shock coil, the fixation, and the is-1 connector were deformed, which was probably the result of force impact during the extraction process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.